Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm. Customer did not received request to rewind the insulin pump. The displacement and self test were passed. No harm requiring medical intervention was reported. It is unknown whether the customer was using the auto-mode feature. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.